Event description:
It was reported that during the use of the cadd legacy plus pump a "no disposable, clamp tubing" alarm went off. The user suspected that the fs 100 ml cassette was the problem and therefore replaced it with another one. This action resolved the issue. No death or serious injury was reported in connection with this incident. No medical intervention was necessary.

Manufacturer narrative:
One cadd cassette was returned for evaluation. No discrepancies were found upon visual inspection of the device. The cassette was successfully attached to a cadd pump without any alarms activated. The customer complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.